Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as per surgeon, the patient's joint replacement became infected. Implants were extracted and a temporary antibiotic spacer was implanted. No signs of loosening. Implants were well fixed. Doi: (B)(6) 2020 dor: (B)(6) 2020. Right knee.